Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received nine appropriate treatments and an inappropriate treatment. The device was started up at 23:13:52 on (B)(6) 2025. At 14:37:44 on (B)(6) 2025, an arrhythmia was detected. ECG shows vt @ 280 bpm with motion artifact. At 14:38:29, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 280 bpm. At 14:39:00, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 40 bpm transitioning to vt @ 240 bpm. At 14:39:35, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 14:40:07, the patient received the inappropriate treatment. Af contributed to the false detection. Rhythm at the time of treatment was af @ 20 bpm. Post shock rhythm was af @ 30 bpm. At 14:43:31, an arrhythmia was detected. ECG shows vt @ 280 bpm with motion artifact. At 14:44:02, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 280 bpm with motion artifact. Post shock rhythm was vt @ 280 bpm. At 14:45:19, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 14:45:47, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 14:46:18, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 14:46:49, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm. At 14:47:21, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 280 bpm degrading back to vf with CPR/motion artifact. The electrode belt was disconnected at 15:48:12 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that that the device caused or contributed to the patient's passing as the device was able to detect and treat vf on the date of passing.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received nine appropriate treatments and an inappropriate treatment. The device was started up at 23:13:52 on (B)(6) 2025. At 14:37:44 on (B)(6) 2025, an arrhythmia was detected. ECG shows vt @ 280 bpm with motion artifact. At 14:38:29, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 280 bpm. At 14:39:00, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 40 bpm transitioning to vt @ 240 bpm. At 14:39:35, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 14:40:07, the patient received the inappropriate treatment. Af contributed to the false detection. Rhythm at the time of treatment was af @ 20 bpm. Post shock rhythm was af @ 30 bpm. At 14:43:31, an arrhythmia was detected. ECG shows vt @ 280 bpm with motion artifact. At 14:44:02, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 280 bpm with motion artifact. Post shock rhythm was vt @ 280 bpm. At 14:45:19, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 14:45:47, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 14:46:18, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 14:46:49, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm. At 14:47:21, the patient received the ninth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 280 bpm degrading back to vf with CPR/motion artifact. The electrode belt was disconnected at 15:48:12 on (B)(6) 2025.